Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Data logs and console have been returned. This console was tested after arriving. There were no issues found in the analog output, which confirms that there is no issue with the optical bench. A small reflective material was found on the front panel optical connector. This is unrelated to the reported failure mode. The root cause of the oscillating contrast was most likely due to a lamp malfunction. A review of the device history record (DHR) for the suspected product and historical complaint data was conducted. Please refer to device investigation checklist for indicated " qn (B)(4) addresses additional optical system tests to increase detection of nonconformities experienced at the subassembly level (pn 0042-4009). " and "22-11001: defective cordset 6000-0171."

Event description:
The complainant reported that a 5.5 pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During support, placement signal issues were observed. An echocardiogram was performed, and the impella appeared to be in the appropriate position. Support was continued. The investigating engineer determined that the issue likely originated from the console. No known patient harm or injury was reported.